Manufacturer narrative:
The device intended for use in treatment has been returned and evaluated. The functional evaluation did not establish a relationship between the reported complaint and the device. The device was tested and performed within expected parameters. A review of the device history record showed that the unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure modes and part number were reviewed and showed that in the previous five years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. The investigation has now been closed and recorded as no root cause found after sample evaluation and no problem found. It is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the soft-port to dressing interface. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the device failed a low vacuum test, an audible alarm resets to early.